Event description:
Per the clinic, the patient experienced pain, discomfort and burning sensation at the implant magnet site, leading to device non-use. The device was explanted on (B)(6) 2026 and the patient was reimplanted with a new device during the same surgery.